Event description:
Per the medical records provided, the following was reported: on (B)(6) 2006, the patient was injured in a motor vehicle accident. On (B)(6) 2007, MRI findings included severe l4-5 degenerative facet disease allowing for 6mm of subluxation of l4 on 5 with moderate spinal canal stenosis and bilateral foraminal narrowing which is noted as greatest on the left with possible intraformaninal l4 root impingement and small left paracentral l5-s1 protrusion. X-rays noted mild progression of osteophytosis and again noted degenerative disc changes from l4 to s1. On (B)(6) 2008, a bone scan was noted to show a marked increase of activity in the l4-5 facets and to a lesser degree, the l2-4 facets corresponding to degenerative changes seen on prior MRI. On (B)(6) 2008, the patient was admitted. Pre-operative history and physical noted the patient had intractable lumbago with lumbar radiculopathy following a motor vehicle accident (B)(6) 2006. She was noted to have some hypesthesia in the legs. An MRI was noted to demonstrate grade 2 spondylolisthesis with lumbar stenosis at l4-5. She underwent l3-l5 decompression and fusion using iliac crest bone graft, autograft, and allograft for lumbar spondylolisthesis, lumbar radiculopathy, lumbago, and lumbar stenosis. Instrumentation utilized was noted as synthes pangea. She was discharged on (B)(6) 2008 with prescriptions for oxycontin, norco, and soma for pain and instructed to resume her home medications: prozac, arthrodec, adderall, klonopin, synthroid, vytorin, lamictal, zyprexa, vitamin d, vitamin c, glucosamine/chondroitin, fish oil, vitamins, and vitamin e. On (B)(6) 2008 x-rays demonstrated mild anterolisthesis at l4-l5. In late (B)(6), the patient felt a pop in her back and x-rays noted loosening of the right l5 screw. On (B)(6) 2008, the patient was admitted for loose right l5 pedicle screw/rod connection, history of l3-4 and l4-5 posterior fusion with synthes instrumentation, and history of left-sided back pain. The procedure performed included replacing the screw cap ion the right l5 and left sacroiliac injection with marcaine and depo medrol. On (B)(6) 2008, a CT was performed and concluded there was loosening of the left l5 pedicular screw, a likely subacute to chronic ob liquely-oriented fracture through the leftward aspect of the l5 vertebral body extending through the area of lucency at l5 with a question of stress fracture, very minimally displaced right l5 superior articulating process fracture protruding into the right l4-l5 foramen. On (B)(6) 2008, the patient was admitted for lumbar pseudoarthrosis. Pre-operative history and physical noted since her previous fusion in february, she has had relief of her right-sided leg symptoms but has persistent left-sided low back pain. Also noted was that the bone scan shows increased activity at the left l5 pedicle region and appears to be an area of non-union. Procedures performed included: removal of left l3, l4, l5 pedicle screws and crosslink with refusion utilizing morcellized allograft bone and infuse in the lateral gutters. Pathology report states the sample received was labeled as ¿explanted screw l5 to rule out tumor¿. Final diagnosis of the sample noting ¿foreign material consistent with a screw identified. Fibrous and fibrocartilaginous connective tissue with mild chronic inflammation and rare multinucleated giant cells. Degenerated debris with scattered calcifications. No neoplasm identified.¿ on (B)(6) 2008, upon discharge, the patient was prescribed darvocet and oxycontin for pain and instructed to resume the following home medications: prozac, arthrotec, adderall, synthroid, vytorin, lamictal, vitamin c, glucosamine/chondroitin, fish oil, vitamins, vitamin e, zyprexa, and klonopin. On (B)(6) 2008, x-rays note since the previous exam on (B)(6) 2008, the left posterior rod and pedicle screws l3-l5 have been removed, new posterolateral bone grafting material, l3-l5, mild anterolisthesis of l4 on l5, and partial l4 and l5 laminectomies. On (B)(6) 2008, x-rays were obtained and compared to the (B)(6) 2008 films and noted a ¿slight interval increased loss of disk height at l4-5, now with grade 1 subluxation of l4 on l5. Hypertrophic facet changes are present from l3-4 through l5-s1 as before.¿ on (B)(6) 2009, a CT was completed for the indication of ¿lumbar pain into the side of the sacrum and down the left leg¿. It was concluded that there was ¿degenerative disc disease and facet joint hypertrophy at the l4-5 level produces moderate to severe bilateral neural foraminal narrowing.¿ on (B)(6) 2009, a bone scan indicated ¿abnormal increased activity, leftward aspect l4-5 and to a lesser degree l3-4 and l5-s1 levels, where there was prior instrumentation for fusion, loss of normal facet contours, particularly at the l4-5 level, raise the possibility of pseudoarthrosis. A component of osteomyelitis is not excluded.¿ on (B)(6) 2009, the patient was admitted for lumbar pseudoarthrosis. Preoperative history and physical noted the patient had a history of spondylolisthesis with a fusion from l3-l5 which is satisfactory, except for left-sided nonunion. She was noted to have intractable left-sided back pain. Surgical procedure included l4-5 anterior lumbar fusion with a synthes peek intervertebral cage filled with infuse and plating. Operative findings included clear instability at l4-5 on anterior exploration of the fusion. On (B)(6) 2009 the patient was discharged with a prescription for norco 10mg to be taken every 4 hours as needed and oxycontin 10mg to be taken twice daily for two weeks. She was instructed to resume the following home medications: prozac, arthrotec, adderall, klonopin, vitamins, synthroid, vytorin, lamictal, zyprexa, and estradiol. Additionally, the attorney reports ¿(B)(6) 2008: interval loss of disk height l4-5; grade I subluxation l4 on l5. Hypertrophic facet changes l3-4 through l5-s1¿.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.